Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect camber was returned for evaluation, however results are not yet available.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera failed the accuracy assessment kit (aak) test. A manufacturer representative requested a return merchandise authorization (RMA) for the camera. There was no patient present when this issue was identified.

Manufacturer narrative:
The camera was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed that the positioning sensor unit (psu) failed an accuracy test. The camera was replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the camera failed the accuracy assessment kit (aak) test. A manufacturer representative requested a return merchandise authorization (RMA) for the camera. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.